Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their lower aligner is cutting their tongue. Patient cut the bottom edge of the aligner and back of aligner. Advised patient not to alter aligners in any way and only to use file provided for rough edges. Provided fit tips, tricks and requested updated photo with aligners on.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.